Manufacturer narrative:
The customer¿s device was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation is lay user/patient.

Event description:
The initial reporter stated they had an issue with the display for the coaguchek xs meter, which could affect the interpretation of the customer¿s results. The initial reporter stated that the meter initially did not power on. After replacing the batteries, the meter flashed "12/31/00 set". The display is missing segments (the bottom right segment of the 8) and it is possible to misinterpret the results. The following meter results were provided: 2.1 inr on (B)(6) 2019, 2.4 inr on (B)(6) 2019, 2.1 inr on (B)(6) 2020, 1.8 inr on (B)(6) 2020 the customer alleged the bottom of the "8" segment was missing for this result. The customer used coaguchek xs test strips lot 42400921 expiration 31-mar-2021. The customer stated he "may be misinterpreting all of those results", but no actual misinterpretation of a result occurred. The customer's therapeutic range is 2.0-2.5 inr.

Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, the display shows no error during investigation (no missing or faint segments). The circuit board shows no contamination that could temporarily lead to the complained error. Medwatch fields d10 and h3 have been updated.